Event description:
The customer contact reported a leak; subsequently, blood loss was noted. It was reported that after the nurse connected the male t-connector of the tubing set to the patient's catheter, an unspecified volume of blood leaked from the connection. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.(B)(4).